Manufacturer narrative:
Customer reported adjusting pump basal settings without consulting healthcare provider. The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose levels (32 mg/dl) for the past 4-5 weeks. The customer reports lowering their basal rate to 80% of normal rate.